Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus'), device expulsion ('the coils migrated and is partially in my uterus') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir sodium (acyclovir abbott vial), biotin, lysine hydrochloride (l-lysin) and trimethoprim. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("worsening periods"), swelling ("severe swelling"), urinary tract disorder ("urinary problems"), abdominal distension ("bloating") and menorrhagia ("worsening periods / heavy period"). The patient was treated with surgery (full hysterectomy and full hysteroctomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, pelvic pain, menstrual disorder, swelling, urinary tract disorder, abdominal distension and menorrhagia outcome was unknown. The reporter considered abdominal distension, device expulsion, menorrhagia, menstrual disorder, pelvic pain, swelling, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: on the right the distal end of the outer coil appears within the lube with approximately 50% of the length of the inner coil trailing into the uterine cavity. On the left the proximal end of the inner coil appears adjacent to the left uterine cornua. The tubes appear occluded at the cornual bilateral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs and mr received: events: bloating, heavy period, urinary problems were added. Reporters, lab data, patient demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082821) on 31-jan-2019.this spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("the coils migrated and is partially in my uterus") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("worsening periods") and swelling ("severe swelling"). The patient was treated with surgery (full hysterotomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, menstrual disorder and swelling outcome was unknown. The reporter considered device expulsion, menstrual disorder, pelvic pain and swelling to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿incidentno lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("perforated uterus"), device expulsion ("the coils migrated and is partially in my uterus") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir sodium (acyclovir abbott vial), biotin, lysine hydrochloride (l-lysin) and trimethoprim. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("worsening periods") and swelling ("severe swelling"). The patient was treated with surgery (full hysterectomy and full hysterotomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, pelvic pain, menstrual disorder and swelling outcome was unknown. The reporter considered device expulsion, menstrual disorder, pelvic pain, swelling and uterine perforation to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082821) on 31-jan-2019. The most recent information was received on 02-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("perforated uterus"), device expulsion ("the coils migrated and is partially in my uterus") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir sodium (acyclovir abbott vial), biotin, lysine hydrochloride (l-lysin) and trimethoprim. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant, life threatening and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("worsening periods") and swelling ("severe swelling"). The patient was treated with surgery (full hysterectomy and full hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, pelvic pain, menstrual disorder and swelling outcome was unknown. The reporter considered device expulsion, menstrual disorder, pelvic pain, swelling and uterine perforation to be related to essure. The reporter commented: serious injury criterion: ¿an intervention was mentioned but not specified and/or assigned to one of the events¿ most recent follow-up information incorporated above includes: on 2-apr-2019: maude document received : following event was added : perforation of uterus. Concomitant products added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.